Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and passed. Functional testing was performed and there was no failure detected. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.